Event description:
The reporter stated that the surgeon attempted to implant 3 piece collamer lens. The lens haptic sheared off when the lens wasadvanced in the cartridge prior to insertion into the eye. No pt contact or injury. This is the second of three lenses used for the same pt. See reports 2023826-2005-01219 & 2023826-2005-01280.